Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios omnipod software app version: 1.1.6 operating system: 18.3 hardware: iphone11.8 cgm sensor type: g6.

Event description:
It was reported the needle did not fully deploy as intended during the activation process. The pod was not worn. As treatment, a new pod was applied.

Manufacturer narrative:
The pod was received with the soft cannula deployed. The investigation of the pod data found that it was deactivated at the end of second prime. The needle mechanism assembly showed no damages that would contribute to a failure to deploy. Though no issues were observed, it could not be determined when the needle mechanism deployed. Therefore, the cause of the reported needle mechanism failure event could not be determined.